Manufacturer narrative:
A ge service rep performed an on site investigation. The thyristors was tightened and the diaphragm card was replaced during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the stenoscop system turns off intermittently. No pt injury was reported.